Event description:
During the generator replacement due to elective replacement indicator (eri), the proximal df1 connector was completely unsheathed. After general anesthesia, the system was tested using a 41 joule synchronous shock, with negative results, a code 1005 was displayed indicative of shock to open conduction. The venography was carried out with a contrast medium showing a non-patent subclavian vein, but the physician still tried to puncture the vein to replace the lead and the attempt was unsuccessful. The device was explanted, however in eri, and the terminals of the abandoned leads were capped while awaiting further strategies for this patient. The procedure was not completed, and the plan is to possibly implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system later. No additional adverse patient effects were reported. There is no malfunction allegation against the device and ra lead. The rv lead remains deactivated but implanted and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
During the generator replacement due to elective replacement indicator (eri), the proximal df1 connector was completely unsheathed. After general anesthesia, the system was tested using a 41 joule synchronous shock, with negative results, a code 1005 was displayed indicative of shock to open conduction. The venography was carried out with a contrast medium showing a non-patent subclavian vein, but the physician still tried to puncture the vein to replace the lead and the attempt was unsuccessful. The device was explanted, however in eri, and the terminals of the abandoned leads were capped while awaiting further strategies for this patient. The procedure was not completed, and the plan is to possibly implant a subcutaneous implantable cardioverter defibrillator (s-ICD) system later. No additional adverse patient effects were reported. There is no malfunction allegation against the device and ra lead. The rv lead remains deactivated but implanted and will not return for analysis.